Event description:
It was reported that during the wash in central processing, it was found that one of the jaws of a cadiere forceps instrument was broken off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the cadiere forceps instrument had been used during a procedure, however, the reported issue occurred during decontamination. Central processing was advised by the hospital's clinical staff and or leadership that the instrument's tip and jaws were fully intact before the instrument went to processing. The staff responsible for decontamination stated that the issue had occurred during sterilization/cleaning.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed a device evaluation. Failure analysis confirmed and replicated the customer reported issue. The instrument was found to have a broken grip at the grip base. A piece (approximately 0.211 x 0.815 in size) was found to be broken off the yaw pulley. The broken piece was not returned. This failure is typically associated with mishandling/misuse, such as applying excessive force to the instrument jaws.